Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization and high blood glucose. Trouble shooting was performed and found customer has been experiencing high blood glucose. The blood glucose was 450mg/dl at the time of incident as well as his current blood glucose. Customer has not treated for the high. On (B)(6) 2018, customer was playing music at church had a low blood glucose and passed out. He was admitted at (B)(6) medical center and treated with orange juice to bring him up. Customer checked again at 600 mg/dl and treated with insulin. Unable to upload carelink to continue analyzing. The device passed self test. The insulin pump will not be returned for analysis.